Manufacturer narrative:
The subject device referenced in this report has not yet been returned to omsc for evaluation. Therefore the exact cause of the reported event could not be conclusively determined at this time. A supplemental report will be submitted, if additional or significant information becomes available at a later time.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during the unspecified timing, the image of the subject device disappeared occasionally. The user completed the procedure with the subject device. There was no report of patient injury associated with the event.

Manufacturer narrative:
This is a supplemental report to provide additional information. The subject device was returned to olympus china for evaluation. Olympus china checked the subject device and found that the reported phenomenon could not duplicated on 04/02/2021. Also, olympus china reported about history of repairs as bellow; the subject device has been repaired three times in the past year. Date of event description: (B)(6) 2020 date of repair completed: 2020/10/12. No image problems and occasionally no dvi signal were reported. During inspection, no reported signal issues were encountered and the dp board was replaced as required by the customer. Event date: friday, (B)(6) 2020. Repair completion date: october 9, 2020. It was reported that e216 alarm occurred. During the inspection, e227 was reported at startup and there was a defect in the cm board. The contact pin inside the video connector was deformed and the air pump pressure was insufficient (relatively low). Event date: (B)(6) 2020 repair complete date: 9/02/2020. It was reported that a scope identification failure occurred. During inspection, it was discovered that some corrosion had occurred on the connector due to water ingress. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation. The manufacturing record was reviewed and found no irregularities. The device has been installed for about 4 years, but it has been repaired 3 times in the last year. Repairs around the scope connection have also been carried out twice. On the other hand, oshsorc did not reproduce the phenomenon of no image, so the user connected to the device without sufficiently drying the electrical contacts of the video connector, or the user cleaned the video connector receiver, causing electricity. It is presumed that the cause was a contact failure. As a result, stable video transmission between the scope and the video processor could not be performed, and it is presumed that the image was not displayed temporarily.